Event description:
Customer reportedly obtained a result of 319 mg/dl, while the doctor's device read 108mg/dl at the same time. Customer also reportedly obtained results of 337mg/dl and 114mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, customer reports strips are unavailable for return.